Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion set supplies and resumed insulin therapy. Blood glucose ranged between 260-400 mg/dl.